Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Stopper function testing was conducted on the customer samples and the samples did not meet specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, the root cause / potential root cause for the stopper pop off was determined to be related to the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI# (B)(4).

Event description:
It was reported that the cap of the bd vacutainer® urine collection system detached from the hub of the straw allowing urine to spill. There was no report of injury or medical intervention.